Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, the stylet was unable to be fully inserted into the right ventricular (rv) lead. Another stylet was attempted, but was also unable to be fully inserted into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of unable to fully insert the stylet into the lead tip was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection of the lead revealed the inner coil at the connector region to be over-torqued, which is consistent with procedural damage. Stylet obstruction was revealed at the connector region due to the over-torqued inner coil. The reported event was isolated to be due to the over-torqued inner coil at the connector region.